Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 4 minutes. Although requested by tandem technical support, the customer declined assistance in adjusting the pump time. There was no reported impact to the customer's blood glucose level.